Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 10-oct-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut into three pieces. A haptic was observed to be detached as well. The lens was cleaned and a scratch could be observed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was fully inserted into the patient¿s eye and was removed during the same procedure due to the haptic broke off. The replacement iol was another jnj lens with the same model. There was no patient issues and there was no medical or surgical intervention required. Patient status post-procedure was reported as fine. The suspect iol is available for return. No further information is available.

Manufacturer narrative:
Section a2, a4,and a5: unknown, asked but not available . Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.